Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent kinked when the user tried to advance it over a wire guide (boston / path course 0.025inch, lot# unknown). A provided stent straightener was used. The procedure was completed by using another zebd-7-7 (lot# unknown). Note: wrong wire guide used with both devices. No adverse effect on the patient has been reported. Physician's comment: the stent sometimes kinks even though the provided straightener is used. For all complaints: for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact? Please see the description of event. What was the target location for the stent? Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stored in a horizontal position. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* already stated in patient/event info tab. Was the wire guide lubricated prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. If yes please indicate the procedure performed. Est. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. If not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? Yes. What intervention (if any) was required? The procedure was completed by using another zebd-7-7. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects observed on the device prior to return (other than the reported complaint issue)? Was a straightener used to straighten the stent? Yes. (If any damages were confirmed prior to use)was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus / jf260v. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 device of lot c1881796 was returned to cirl opened in its original packaging. File related to (B)(4) / MDR ref#3001845648-2023-00069. Lab evaluation: visual inspection: stent, straightener, and catheter returned. Slight kink observed on the 4th port-hole of non-tapered end of stent. Functional inspection: 0.035" wire guide does not pass kink. Resistance felt. Document review: prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A review of the manufacturing records for zebd-7-7 device of lot number c1881796 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1881796. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1881796. To ensure conformity of all batch release products, pack qc procedures verify that "...the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045) state the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent, it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: failure identified: incorrect size wire guide used with complaint device. Confirmed quantity of 1 device, confirmed used. According to the initial report, this occurrence was prior to patient contact. Investigation findings conclude a definitive root cause of user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Complaint confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-feb-2023.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 device of lot c1881796 was not returned to cirl. With the information provided, a physical and a document-based investigation was conducted. File related to (B)(4). ( emdr ref. - 3001845648-2023-00069 ). Lab evaluation: lab evaluation date: 25/01/2023. Visual inspection: stent, straightener, and catheter returned. Slight kinks observed on the 2nd and 4th port-holes of the tapered end of stent. Functional inspection: 0.035" wire guide does not pass kink. Resistance felt. Document review: prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert supplied with the device complies with mhlw law no. 84 of (B)(6) 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A review of the manufacturing records for zebd-7-7 device of lot number c1881796 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1881796. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1881796. To ensure conformity of all batch release products, pack qc procedures verify that ".the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use state the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent, it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: failure identified: incorrect size wire guide used with complaint device. Confirmed quantity of 1 device, confirmed used. According to the initial report, this occurrence was prior to patient contact. Investigation findings conclude a definitive root cause of user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Complaint confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR correction report is being submitted due to the update of lab evaluation notes to include ¿visual inspection: stent, straightener, and catheter returned. Slight kinks observed on the 2nd and 4th port-holes of the tapered end of stent.¿ .